Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported upon opening package a hole was noted in the pouch containing the mick container compromising the sterile barrier.